Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart alarm. The customer stated that this was their old pump and they wanted to use it as a backup during their travels. Troubleshooting was performed during which the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 92 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump will need to be replaced. The customer declined further troubleshooting and replacing the device since they already have an up-to-date insulin pump. The device will not be returned for analysis.